Event description:
It was reported that when the tracheostomy was inserted into the tracheostomy cannula, the tracheostomy cannula balloon was broken, and the tracheostomy cannula was replaced, causing secondary intubation injury to the patient.

Manufacturer narrative:
No product was returned for investigation, therefore a visual and functional evaluation of the device could not be conducted. If the product is returned, the manufacturer will reopen this complaint for further investigation. During manufacturing process the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12 hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. Each cuff shall be also tested by customer prior use as per instruction for use. A review of manufacturing device history records for the reported lot was conducted and no observations were found recorded during manufacture to suggest an issue of this nature would occur with this lot of product. The investigation determined that the reported condition is most consistent with the device cuff having been damaged with an instrument, however based on the available information, the investigation could not confirm the reported issue or attribute a root cause. No actions have been taken at this time.